Event description:
A person was under the footspring of the bed and grabbed the controller and pushed the button that caused the motor to move. The pull tube allegedly caught the person's hair and pulled it out of the scalp.